Event description:
Report received from the USA stating that the device was "leaking air". The device was being used during surgery. No user or pt injuries were reported. It is unknown if delay or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: # (B)(4).